Event description:
This lead was implanted and repositioned on (B)(6) 2013 for an unknown reason. The physician is dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).